Manufacturer narrative:
H3 other text : the device is currently at the service center awaiting evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough. The patient uses oxygen to clean the device. There was no allegation of serious or permanent harm or injury. Philips is currently investigating this complaint; however, the device examination has not yet begun. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center.